Manufacturer narrative:
(B)(4).

Manufacturer narrative:
This report is filed september 2, 2015.

Event description:
Per the clinic, the device was explanted on (B)(6) 2015, due to improper placement of the electrode array. The patient was reimplanted with another device during the same surgery.